Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via email call that the blood glucose ran high over 400 mg/dl. The customer was treated with a manual injection. The infusion set cannula was bent. A follow up message was left with the customer's mother to call back to troubleshoot. The insulin pump was not replaced or returned for analysis.